Event description:
Consumer placed wellpatch air-activated heat warming patch on shoulder and upper arm at night for pain. Product caused blistering on area worn. The consumer sought medical attention at a prompt care clinic and was prescribed a topical silvadene cream and an oral anti-inflammatory for a chemical and/or heat-related burn. See scanned image.